Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided with section h6 (type of investigation-10, investigation findings-424 & investigation conclusions - 2306) with this report. Per visual inspection: no physical damage to cartridge holder. Inpen was received with missing front cap shell. Inpen was also received with missing dosing window. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 0.022v. Unable to perform baseline/wireless functionality test or displacement dose accuracy. Inpen was not difficult to dial or dose. Inpen was also received with missing front cap shell. In conclusion: inpen did not transmit doses to app due to depleted battery (0.022v). Therefore, the customer concern was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between other device and mobile, difficult to dial/dose and dose log/report data discrepancy. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Troubleshooting was performed and the customer reported inpen dose knob/dial is difficult to turn and intended dose amount and dose recorded in the inpen app was different ; re-pairing of inpen and mobile was not successful. No harm requiring medical intervention was reported. The customer will discontinue using the inpen. Mmt-105elpkna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.